Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead was fractured. The lead was not capturing and had unstable impedances. At attempt to reposition the lead, the guide wire could not be placed all the way down. The lead "was coiled up". The lead was removed and replaced. No patient complications have been reported as a result of this event.